Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary - background: during the medullary canal rim procedure, the guide was inside the patient which was bent and split. There are no pieces inside the patient. Photo investigation: the complaint device was not returned for investigation. A photo investigation was completed on the image provided in the email titled ¿spurce file - reporte novedad de producto¿ under the attachment section. The image shows two rods held together by red tape. Based on the event description as well as the picture, the complaint condition of broken rod could be confirmed. This could potentially be due to un-intended force applied on the part during usage. But, definitive root cause of cannot be determined from the available information. The other allegation of bending on the rod could not be confirmed from the image. Based on the manufacturing date, the current and manufactured version of drawings for the part was reviewed: se_040160, rev f (current)/ rev e (manufactured). Manufacturing record evaluation did not reveal any non-conformance that could have caused this issue. The device was not returned, hence an as-received condition and a dimensional inspection were not completed. Conclusion: the complaint condition of broken on the rods could be confirmed from the image. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the medullary canal rim procedure the guide was inside the patient which was bent and split. Procedure was completed successfully without any surgical delay. This report is for one (1) rsynream reaming rod ø2.5 short l950. This is report 1 of 1 for complaint (B)(4).